Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The x-ray hand switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The hand switch was returned for analysis. Functional testing found that the had switch was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system it went into standalone mode. It took multiple reboots before the standalone mode was cleared. No patient was present at the time of the event.